Event description:
Reporter stated that a patient experienced hypoglycemia coincident with extraneal therapy (a labeled interferent for the test strips). Patient's capillary blood glucose was reportedly measured at 3:29 am, using inform system 1, with a result of 87 mg/dl. At 3:55 am, a venous sample was reportedly obtained from the patient for routine lab tests. Reporter noted that, at this time, patient was sweating hypotensive, and hypothermic. No treatment, based on patient's symptoms, was reported. At 5:37 am, patient's blood glucose was retested on inform system 2 with a result of 96 mg/dl. Eight minutes later, the blood glucose results from the 3:55 am lab draw was reported to be 8 mg/dl. Based on this value patient was treated with 1 amp d50. No additional treatment was reported. Quality control testing had been performed on both inform systems and values were reportedly within acceptable ranges. Technical support requested the return of the suspect products and replacement products were shipped.

Manufacturer narrative:
The medwatch report is for the suspect device used in inform system 1. Reference medwatch report with patient identifier for the suspect device in inform system 2.